Event description:
One pt with discrepant sodium results. First sample from pt gave sodium result of 113 mmol/l. A second sample was obtained from the pt giving a sodium result of 120 mmol/l; sample repeated twice giving 119 and 113 mmol/l. Sample sent to reference lab, which gave sodium result of 113 mmol/l. No adverse events reported in association with the results. The field service rep found salt bridge under the clear cartridge holder assemblies, and cleaned the assemblies. Performance tests were performed.